Manufacturer narrative:
Block e1: (B)(6). Block h6 (device codes): problem code a06 captures the reportable event of loss of visualization inside the patient.

Event description:
It was reported to boston scientific corporation that an exalt model d scope was used on a endoscopic retrograde cholangiopancreatography (ercp) performed on (B)(6) 2023. During the procedure, the scope passed the ampulla and a 12-15 balloon was being used. In that moment, the scope stopped displaying a picture. The screen displayed the loading screen and then the error message was displayed. A new scope was used to complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block e1: (B)(6). Block h6 (device codes): problem code a06 captures the reportable event of loss of visualization inside the patient. Block h10: the returned exalt model d scope was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A product labeling review identified that the device was used per the directions for use (dfu) / product label. Product analysis was unable to replicate the failure or identify any issue that could have caused or contributed the reported event; no probable cause could be identified. In addition to potential device issues, factors external to the returned device, such as issues with the customer setup, could have contributed to the reported event. Based on all gathered information, the conclusion code selected for this event is no problem detected, which indicates that the event could not be confirmed after analysis of the returned device.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report number 3005099803-2023-06116 for the exalt model d controller. It was reported to boston scientific corporation that an exalt model d scope was used on a endoscopic retrograde cholangiopancreatography (ercp) performed on (B)(6) 2023. During the procedure, the scope passed the ampulla and a 12-15 balloon was being used. In that moment, the scope stopped displaying a picture. The screen displayed the loading screen and then the error message was displayed. A new scope was used to complete the procedure. There were no patient complications reported as a result of this event.